Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer capturing and telemetry could not be maintained to complete an interrogation. An intervention has been scheduled to remove and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).